Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were alleging that insulin pump was under delivering. The customer¿s blood glucose level was in the range of 300 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 300 mg/dl and 120 mg/dl. Customer experienced high blood glucose level and it was treated with injections. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer alleges insulin pump was under delivering because the injections were working but blood glucose went up when they were on insulin pump. The product will not be returned for analysis.